Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed after battery installation due to a software error. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners and a cracked belt clip slot.

Event description:
The customer reported via phone call that they received a motor error alarm and a force sensor calibration values corrupted alarm. The customer stated the force sensor calibration values corrupted alarm occurred after their insulin pump reset. Customer's blood glucose was 108 mg/dl. Customer stated the motor error alarm was recurring and they were unable to complete the rewind sequence on the insulin pump as a result. Troubleshooting could not be done because the motor error alarm could not be cleared. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer agreed to return the insulin pump for analysis.